Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient was receiving out patient treatment via PICC. Community nurse flushed PICC line and product came apart. No other information was provided.